Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The cause of the stroke/ cva was not determined since product was not returned and all the necessary information was not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53-year-old male was implanted with an impella device for mechanical circulatory support. The patient was successfully implanted with the impella cp with systemic heparin administered after the patient was found to have a 90% occlusion of the proximal right coronary artery and significant lesions in the left anterior descending artery and circumflex artery. While the patient was waiting for a transfer to an outside institution for surgery, it was reported that the patient expired while on impella cp support after experiencing a stroke.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.